Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot and indicates all records were within specifications. No anomalies during the processing of the batch related to the event was identified. Investigation summary: a suture needle was submitted for evaluation. The component was identified as product code 14502t. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that the patient underwent liposuction, lipectomy procedure on (B)(6) 2018 and suture was used. It was reported that suture was uncovered and the needle was separated from the thread. Upon device evaluation, a fracture was observed at the attachment of the needle. There were no adverse patient consequences reported.